Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that while in patient use the ventilator went into an overheat condition. Unit became very warm during ventilation - green led "oscillator overheat" active. Unit had to be replaced by another hfov. No patient harm.

Manufacturer narrative:
The carefusion failure analysis technician examined the driver assy 3 ohm and found that the cooling gas air amp is broken off of the driver. The air amplifier was reattached to the driver by way of pipe fittings. The driver was then tested on a known good 3100a test vent at the standard settings for 24 hours and was found to operate normally. Performed an overheat test and found that the unit took 11 minutes to overheat; the range is 5 to 45 minutes. Also per manufacturing procedure assembly & test procedure 3 ohm driver procedure the resistance of the driver¿s thermistor reads 48.6k ohms which is in the normal range of 40.5k ohms to 49.5k ohms for this temperature. Could not duplicate the customer reported complaint.